Event description:
On (B)(6) 2026, a patient (pt) reported that in (B)(6) 2025, the left eye (os) ¿was not feeling right¿ near the end of the 2-week acuvue® oasys® brand contact lens (cl) replacement schedule. The pt reported after a brief period of eye closure, the os progressively worsened and resulted in lens removal. The pt reported os symptoms included photosensitivity, redness, pain, and excessive tearing. The pt is a nurse practitioner and reported being diagnosed in the emergency room (ER) with a corneal ulcer and was prescribed tobramycin every one hour (q1h) until seen by an ophthalmologist. The pt visited the ophthalmologist the next day (date not provided) and was told the ulcer was located "at 6 o'clock on the very lower edge of my iris" and ¿was very small.¿ the ophthalmologist changed the eye drop frequency to every two hours (q2h) with ¿some leniency during sleep¿. The pt agreed to provide the treating ophthalmologist contact details to confirm diagnosis and treatment. On 02jun2026, 11jun2026, and 19jun2026 additional attempts were made to pt to obtain treating ophthalmologist¿s contact information for verification of diagnosis and treatment with no success. No information has been received. This os corneal ulcer event is being reported as the pt¿s diagnosis and treatment could not be verified with the treating ophthalmologist and is unconfirmed. The date of the pt¿s event is being reported as 01jun2025 as the exact event date is unknown. The os suspect cl was discarded and the lot number is unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.